Event description:
The patient reported that 6 weeks ago his pump started to push on a muscle which was causing pain in his groin, so the hcp moved the pump to a different location. After the surgery, the incision opened up and fluid was flowing out of it for approximately 3 weeks. Two weeks ago, it was time for the patient to get his pump refilled, but since the incision had not healed completely, the pump was not filled to avoid infection. Soon after, the patient became sick (symptoms unspecified) and was vomiting. After several days, he called 911 and was admitted to the hospital. The pump was found to be completely empty. The hcp filled the pump and several days later, the patient started feeling better. The patient reported that neither he, nor his wife, nor the hospital staff heard any alarms. The hcp reported, that the patient had an open wound, so they delayed refilling the pump as the alarm had not gone off as verified by the programmer. The patient was reported to be hard of hearing and believed he did not hear the alarm go off and then the pump was empty. The hcp reported, refilling the pump without event. The hcp further reported that they had never allowed the pump to empty to the point of alarming. The hcp planned to test the audibility of the alarm. No device troubleshooting was required or performed. The patient recovered without sequela. The pump was used to deliver hydromorphone, compounded baclofen, bupivacaine, and clonidine.

Manufacturer narrative:
.